Manufacturer narrative:
Results: although it was initially reported that a sample was not available for evaluation, the customer returned a used sample for investigation. A visual inspection revealed the unit consisted of the needle/hub assembly fully retracted within the safety shield (barrel) and was without packaging. The unit also had traces of dried media. The needle was pushed to the out position and the safety activation button was re-set. A visual/microscopic observation revealed the needle was intact and the button reset without resistance. There were no anomalies or damage (i.e. Missing/damaged/coiled spring, evidence of adhesive on the hub or button, button/hub damaged/mis-molded, grip/barrel damaged/mis-molded, etc.). A simulated use test was performed by pressing the safety activation button and the unit retracted with no issues, meeting no drag or resistance. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd is not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while a nurse was inserting a 20 g x 1.16 in. Bd insyte¿ autoguard¿ shielded IV catheter, the needle did not retract and separated inside the catheter while inside the patient's vein. The catheter was immediately removed from the patient and there was no report of injury or medical intervention.